Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited high impedance during a routine check. No intervention reported. The patient will continue to be monitored.

Event description:
New information received noted the patient presented for an unrelated procedure. Prior to the procedure continued high impedance was observed. Fluoroscopy was performed which noted no externalized conductors. During the procedure, the lead was tested through a pacing system analyzer and increased impedance was observed. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout.